Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that software error detected. Customer's blood glucose value was unknown at the time of the incident. Customer stated that self-test was not passed. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed pump error alarm due to a software error .